Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. No phone number provided. The customer ordered a replacement battery to address the reported problem. Customer reports the problem was resolved by replacing the battery.

Event description:
The customer reported that the ventilator has a battery failure. It is unknown if the unit was in use on patient , but there was no patient harm reported. Event date not specified, estimate used.